Event description:
It was reported by the patient that the e-device cellular accessory had the red light blinking during a non-transmission. The accessory was unplugged and relocated, the antennae was adjusted and the subscriber identification module (sim) card was removed and reinserted but the situation did not resolve. The accessory was returned. No patient complications have been reported as a result of this event.

Event description:
It was reported that the e-device cellular accessory has its red light "blinking" during a non-transmission activity. The accessory has transmitted previously. Troubleshooting steps were taken. The accessory will be returned. The monitor associated with this accessory will remain in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Upon further review, this MDR was not a reportable malfunction and MDR report 2182208000201200137 is being redacted.